Event description:
A patient reported that, following intraocular lens (iol) implant procedure, the lens was dislocated in eye. Patient had a revision. As well as a yag (yttrium aluminum garnet) procedure. He became nearsighted completely. He is a detriment driving, but if he doesn't drive, he will be unemployed! Additional information was requested and received. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received that the patient was very upset that results did not find anything.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The outcome of malfunction and FDA product problem code ¿2923¿ was removed based on the follow up information, as there is no device malfunction (device dislocated) event involved presently. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, the patient had lasik treatment and the lens was not dislocated . The patient was fully aware of risks with outcome being a refractive patient. No epiretinal membrane (erm) , no posterior vitreous detachment (pvd) and no corneal irregularities. Vision is poor both distance and near according to surgeon.

Event description:
Additional information was received that, lenses are defective.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).